Event description:
It was reported that when the PICC was in the patient, it required tpa for a blocked lumen three weeks in a row. A new PICC was inserted, the patient required repeat cxr and this old PICC has to be removed. There appears to be a small thrombus forming and the vales are slightly open when they should be closed.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.